Event description:
It was reported that during the implant attempt to place the lead in a patient that has an abnormal atrial appendage there was difficulty with placement, threshold and sensing. Without the helix extended sensing was normal but when the helix was fixated the p-waves were not measureable and unable to capture at high outputs. When they found an acceptable location the lead would dislodge when the stylet was pulled back. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. Blood/body fluid was observed on the proximal conductor (not obstructed). The outer insulation was breached/cut and blood was observed in/on the helix mechanism. The lead was damaged at implant.